Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the presence of filaments or particles on the posterior surface of implants was noted. These filaments were stuck to the implants and the physician was unable to remove them. The particles are described as sticky coils, impossible to remove. The implants do not seem to be marked before injection. Additional information was received stating at 1-day post-op, the patients did not show any inflammation; it was too early to see if there was any visual impact for the patient. The cartridges are suspected for reported event and implants have not been explanted.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. A photo was provided of an eye. This photo was attached to all five files. The lens cannot be observed. An artifact (possible material) was observed at the center of the pupil. No determination can be made from the photo as to the nature or origin of the artifact. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been six other complaints reported in the lot number. The associated iol was qualified. The handpiece and viscoelastic used were not provided. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. No determination can be made from the provided photo as to the nature or origin of the observed artifact. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).